Event description:
During the index procedure one endeavor sprint stent was implanted into the right posterior lateral vessel. Approximately 12 months post index procedure the patient suffered from a gi bleeding caused by gastritis. Patient was on aspirin and clopidogrel. The patient was treated with medication. The investigator reported that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.